Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Stem on broach is bent. Neck will not go on broach properly.

Manufacturer narrative:
A functional check with a mating neck trial confirmed the broach does not assemble smoothly with the neck trial. The bent condition could not be confirmed, however, deep circular scratching and a gouge were found on the taper of the broach. Deep circular scratching is due to the taper not being seated all the way into the broach handle before locking down on the lever locking mechanism of the broach handle. The root cause is attributed to misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.